Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1210 , s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1210) perceval heart valve at the time of manufacture and release. It was reported that the event was believed to be attributable to the patient's bicuspid anatomy and that there was no perceived issue with the device. Additionally, the document review performed did not reveal any manufacturing deficiencies. Based on the information available, the event can reasonably be attributed to patient factors. The event is deemed not valve-related.

Manufacturer narrative:
This event is reported in a conservative manner due to potential device involvement. However, it was reported that no device issue was suspected and that the patient may have had a bicuspid valve that caused the incident. Device not available for return.

Event description:
A perceval pvs25 was implanted on (B)(6) 2018. Paravalvular leak was identified when weaning from bypass. After trying to adjust the perceval valve twice, a sutured magna ease 25 mm valve was implanted. It was reported that the patient's annulus may have been bicuspid, causing the reported paravalvular leak. The event resulted in a thirty minute delay in procedure. The patient outcome was good. It was reported that there was no perceived issue with the perceval valve.